Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that the cuff of this artificial urinary sphincter (aus) presented a hole, there was fluid leakage from the connection points, and it was also reported that the pump presented a mechanical problem. The aus was explanted and replaced. There is no additional information reported.